Manufacturer narrative:
B3: approximated based on the date the manufacturer became aware of the event additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2352700. Model: sc-2352-70. Serial: (B)(6). Batch: 7083421. UDI: (B)(4). Product family: scs-extension. Upn: m365sc3138350. Model: sc-3138-35. Serial: (B)(6). Batch: 7087641. UDI: (B)(4). Product family: scs-extension. Upn: m365sc3138350. Model: sc-3138-35. Serial: (B)(6). Batch: 7087556. UDI: (B)(4).

Event description:
It was reported that these spinal cord stimulation (scs) devices were replaced due to an unknown reason. The location of the devices is unknown. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction to the supplemental MDR in h6. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2352700, model: sc-2352-70, serial: (B)(6), batch: 7083421, UDI: (B)(4). Product family: scs-extension upn: m365sc3138350, model: sc-3138-35, serial: (B)(6), batch: 7087641, UDI: (B)(4). Product family: scs-extension upn: m365sc3138350, model: sc-3138-35, serial: (B)(6), batch: 7087556, UDI: (B)(4).

Event description:
It was reported that these spinal cord stimulation (scs) devices were replaced due to an unknown reason. The location of the devices is unknown. No additional adverse patient effects were reported. Additional information was received stating that these scs devices were replaced due to migration, which was confirmed through x-ray imaging. As a result, the patient no longer experienced therapeutic relief. The patient underwent a leads revision procedure wherein their leads were explanted and replaced. The leads were retained by the hospital and will not be returned for analysis. The patient reported procedural pain in the immediate postoperative period, which appeared to overshadow the patient's perception of chronic pain symptoms.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2352700, model: sc-2352-70, serial: (B)(6), batch: 7083421, UDI: (B)(4). Product family: scs-extension upn: m365sc3138350 model: sc-3138-35 serial: (B)(6) batch: 7087641 UDI: (B)(4). Product family: scs-extension, upn: m365sc3138350, model: sc-3138-35, serial: (B)(6), batch: 7087556, UDI: (B)(4).

Event description:
It was reported that these spinal cord stimulation (scs) devices were replaced due to an unknown reason. The location of the devices is unknown. No additional adverse patient effects were reported. Additional information was received stating that these scs devices were replaced due to migration, which was confirmed through x-ray imaging. As a result, the patient no longer experienced therapeutic relief. The patient underwent a leads revision procedure wherein their leads were explanted and replaced. The leads were retained by the hospital and will not be returned for analysis. The patient reported procedural pain in the immediate postoperative period, which appeared to overshadow the patient's perception of chronic pain symptoms.